Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment meets operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mastoidectomy surgery, it was discovered that the attachment device would not ¿fit¿ on the motor device. There was no delay to the surgical procedure as a spare identical device was available for use. The surgery was successfully completed with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient¿s post-operative condition was reported as ¿fine.¿ all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.